Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a plaque shift occurred. The patient presented due to stable angina (ccs class 2). Cardiac catheterization revealed 2 target lesions. The first was a 75% stenosed and 30mm long lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 4.0mm. There was a "heavy burden of calcified plaque." It was treated with predilation and placement of overlapping 4.0x24 and 3.5x38mm promus element stents and post dilated with a 4.0 non compliant quantum apex balloon. It was noted that there was a prolapse within the stented part of the vessel of the existing eccentric calcified plaque that persisted even with post dilation at high pressures. This was treated with a 4.0x6mm non-bsc bare metal stent resulting in 0% residual stenosis. "Final angiographic result was excellent." The second lesion was 70% stenosed and 10mm long and was located in the left main with a reference vessel diameter of 4.0mm. It was treated with predilation and placement of a 4.0x12mm promus element stent and post dilation resulting in 5% residual stenosis.